Event description:
The pt was burned from a pair of forceps/"twissors" (non-electrical) that were placed in the holster with a handswitching pencil. It is speculated the pencil was activated and carried current through the forceps/twissors. The holster had been placed very close to the pt and because of the length of the twissors, they were touching the pt's chest. The pencil may have been active for an entire minute or more, so the burn was very deep and very severe.